Manufacturer narrative:
The following devices were also listed in this report: triathlon ps fem component, cemented: cat# 5515-f-501, lot# whfl. Triathlon prim tib baseplate - cemented: cat# 5520-b-600, lot# yjpv. Triathlon symmetric x3 patella: cat# 5550-g-339, lot# 706k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the patient and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patients total knee was revised for infection.

Manufacturer narrative:
An event regarding infecton involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for this lot and sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patients total knee was revised for infection.